Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. As a precautionary measure, the temperature sensor was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Visual inspection was performed and noted no physical damages upon receipt. Review of the archive data show (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error. Upon customer approval, the defective component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The error message could not be cleared by the user. No patient involvement.